Event description:
It was reported that patient was revised due to instability. Surgeon up size the insert from size 19 to size 22.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.